Event description:
Event description boston scientific received information that this left ventricular lead was fractured distally to the suture sleeve. The lead was removed with gentle traction and placement of a locking stylet. The lead was discarded and will not be returned. There were no adverse patient effects.